Event description:
Received notification from surgeon that integra bp dural graft 4x5cm implanted into patient was found to have deteriorated at the suture line. A focal area of dural dehiscence just inferior to the suture line was identified as the point of csf leakage. Also noted was marked thinning and easy tearing of the nearby dural patch. Manufacturer response for dural graft, integra bp dural graft 4x5cm - log 1708965 (per site reporter). This is under investigation.